Event description:
It was reported that during a lap. Sigma procedure the pad melted and smoked. Another device was used to complete the case with no adverse patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.